Manufacturer narrative:
The device was unable to be evaluated as it was not returned as the device was discarded. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. DHR review was unable to be completed as there was no lot information available.

Event description:
It was reported that the patient was experiencing infusion cassette malfunctions. The patient was able to swap out the cassette. Patient did not save the cassettes but advised patient to save them next time it happens in case manufacturer requests them back. Lot numbers unknown. There was no patient injury reported.